Event description:
Reporter stated that a pt's blood pt level was measured, using the suspect device, with a result of 7.1 inr. Reporter indicated that a subsequent lab test measured the pt's blood pt value at 1.6 inr. Reporter did not indicate if the pt's therapy had been modified based on the value obtained on the suspect device. No adverse event was reported. No product was returned to the MFR for evaluation.